Event description:
Lasik surgery that has resulted in ghosted vision, reduced night vision, halos, reduced vision in dim light, and loss of contrast in dim light. Diagnosis or reason for use: nearsighted -4.25, no longer able to tolerate contacts, glasses cause. Event abated after use stopped: yes.